Event description:
The pt had surgery a month ago to have the implantable neurostimulator (ins) re-sutured down. The next day, the ins "let loose again"; the pt was able to flip the ins over and over inside her body. The pt was having coupling and/or communication issues while trying to recharge the ins. The ins did have a little charge left in it; the pt turned it off to conserve the battery. The pt had an appointment scheduled with her physician. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).